Manufacturer narrative:
Alleged failure: the camera head has a short in it. When the cord moves at the camera end it cuts in and out. The screen gets lines through it and the color changes. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable due to the sterilization cycles and/or bending, kinking, high force impact or other damage to the cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during the procedure.